Event description:
Information was received that reported a patient was hospitalized on (B) (6)2010, due to an incident to diabetic ketoacidosis. Per the reporter, the patient was brought to the hospital when his blood glucose measured as "high" on his meter. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.